Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va083g3, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported they were able to feel stimulation, however, they were straining to urinate since (B)(6) 2015. The change in therapy was indicated to be sudden. The patient changed to program 4 at 2.8. It was noted the patient had always been on program 3. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The outcome of the event was not provided. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.